Event description:
Peg drill snapped during a case. Nurse handed this item to me yesterday but does not know during which case/surgeon it broke, and this info is not available.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.